Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the half-height cubie drawer 3.1 had multiple cubie pockets failing. The diagnostics tool showed errors on various cubie pockets. A field service engineer (fse) shut down the device, replaced the retractor band, and then rebooted the device to resolve the issue. The customer was able to open and inventory the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple cubies drawer failure. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.